Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The patient heard beeping due to alert for the high impedance measurement. The patient was to be brought back to the clinic to clear the alert and program off beep for out of range lv pace impedance. No additional intervention is planned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.